Event description:
The unit displayed what appeared to be 60 cycle noise on the ECG trace which prevented monitoring the pt's ECG. The medic used a back-up unit. There was no delay in treatment nor harm to the pt.